Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated alarms for high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas and the air gas module were replaced and returned for investigation. The o2 gas and air gas module regulates the inspiratory oxygen and air gas flow to the patient. The reported alarms for high o2-concentration were not reproduced during test of the returned o2 gas and air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs have not been received. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive. Wayne, nj 07470. Contact person: (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).